Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) determined the rise was gradual and recommended reprogramming options. This rv lead remains in service and no adverse patient effects were reported.